Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. A philips field service engineer went to the customer site and verified the failure. Both the control and power pcas were replaced to resolve the failure. We cannot determine the cause since multiple parts were replaced. The unit passes post servicing testing and is back at the customer site.